Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon was duplicated, and it was found that the electrical circuit board in the video connector had failure which caused the reported phenomenon. The exact cause of the failure of the electrical circuit board could not be conclusively determined, but there was possibility that it was attributed to the repeatedly electrical stress and/or the accidental overcurrent. If additional information becomes available, this report will be supplemented.

Event description:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, the reported phenomenon was duplicated, and it was found that the electrical circuit board in the video connector had failure which caused the reported phenomenon. The exact cause of the failure of the electrical circuit board could not be conclusively determined, but there was possibility that it was attributed to the repeatedly electrical stress and/or the accidental overcurrent. If additional information becomes available, this report will be supplemented.